Manufacturer narrative:
O2 mixer assembly replaced was replaced and the device worked as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event (o2 valve leak). At the standby o2 flowsensor measured 2,3l flow. Mixer valve did not close. No patient involvement.

Event description:
The following was reported to hamilton medical ag: technical event (o2 valve leak). At the standby o2 flowsensor measured 2,3l flow. Mixer valve did not close. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation: log files analysis: the event log confirms the appearance of the technical event: 231008 when the device was started-up in service mode. After power off and power-on in user mode, the alarm continued to reappear after the ventilation was started for testing purposes. In case the fio2 is set to 21%, the o2 mixer (proportional valve) is closed. The internal flow sensor (qo2) is used to monitor an eventual leak flow from hpo through the o2 mixer valve. In case the qo2 sensor detects a flow at fio2=21% then the technical event: 231008 appears to indicate an o2 valve leak. The technical event: 231007 can appears as after effect and indicates that the controller is at its max. Limit to keep close the valve (o2controllerflowhigh) a reason for triggering this alarm condition could be because of a: -defective o2 mixer (o2 valve not properly closing. Mechanically or electronically) -leak on the lpo inlet or between o2 mixer and qo2 sensor. In this case blower sucks the air through the lpo adapter through qo2 sensor, which creates a false positive alarm. Lpo adapter (quick connect coupling) is still inserted, while the device is set to hpo. In this case blower sucks the air over the lpo adapter through qo2 sensor, which creates a false positive alarm->user error - driver board as cause. The o2 valve driver stage controls the o2 proportional valve and is located on the driver board. In this particular case, the o2 mixer assembly was replaced and confirmed that the lpo was not connected. The root cause of the ventilator to alarm with "technical event: 231008" was a malfunction of the o2 mixer valve causing a leak. (Mechanically jammed due storage of the device for a long period before usage).